Event description:
A female patient underwent evar about two years ago (around 2011). The stent grafts were implanted two years ago and explanted on (B)(6) 2013 by open surgery to treat an expanded aaa. The cause of expansion was unk before, but from the open surgery, the physician found out it was due to a body fluid other than blood, not due to endoleak. This is not a device problem, but he returned the stent grafts explanted from the patient as a favor for study/reference for future product development since the case was rare. Images will be provided, so please review it and the explanted device to give the physician the investigation results. Add'l info provided on (B)(6) 2013: the identification of the body fluid is unk. It was clear and light yellow in color. The patient was discharged from the hospital without problem. There was no other treatments prior to explant.

Manufacturer narrative:
Event eval: still under investigation.